Event description:
The customer returned the electrosurgical generator esg-400 to the service center for evaluation related to a separate issue. During testing, the field service engineer identified the device displayed error code e433. The high voltage power supply board was replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the display of error code e433 is cause traced to component failure, indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.